Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: it was the problem of the ventilator oxygen module, which can be solved by replacing the module. The defect of oxygen module is generally related to the use of unclean oxygen source by the ventilator, which could cause defect of the oxygen module. Thus, it is not related to the product quality. The hospital was suggested to ensure that the air in the hospital center is clean. Correction: oxygen module was replaced. Reason for not taking control actions: 1. The problem belongs to a general defect maintenance, which could be resolved by replacement of the oxygen module. Actually, the cause of the problem is unrelated to the product. 2. Our agent engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The problem was found by the department staff during inspection before ventilation and the machine did not connect to the patient, so no injury was caused to the patient. Similar problems can always be found in time and are unlikely to cause injury. The event belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the adverse event, and does not need to be reported as an adverse event. In summary, no control actions are required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: summary: tf 231013 qo2 flow sensor defect. Selftest at start up not passed.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf 231013 qo2 flow sensor defect. Selftest at start up not passed.